Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2016 ¿ correction to serial #.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-nov -2017 with the following findings: a review of the black box data showed no evidence of short battery life. During testing, the pump powered on and displayed the verify screen. The pump performed the rewind, load, and prime sequence with no alarms occurring. The pump current draws measured within specifications. The complaint of a battery life issue was not duplicated during testing. There was no defect pound. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).